Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient observed driveline power fault alarms starting at 6:58 am on the system controller. The patient¿s labs were taken, and observation of the patient¿s black power lead does appear to have damage (slight opening) noted. However no other damaged areas noted. Submitted log file captured driveline power faults beginning at 6:58 am the morning of (B)(6) 2020 along with multiple pulsitile index (pi) events occurring throughout the log. There were no other unusual events recorded in the log file event history. While in clinic, the patient¿s controller and modular cable were replaced and alarms cleared at the clinic. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h3: correction: section a4, b5, d4, d11, g3, h4: additional information. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6), investigated under (B)(6)) contained approximately 12 hours of data combined (21:55:49 on (B)(6)2020 ¿ 10:10:10 on (B)(6) 2020 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on (B)(6) 2020 at 6:58:02 due to the current sense on line a dropping below the threshold amperage. The alarm was cleared on (B)(6) 2020 at 8:11:26. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6)2020 at 10:09:18 and both power cables were disconnected approximately 45 seconds later to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned modular cable was connected to the returned system controller and successfully operated a test pump at the set speed without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Visual inspection of the modular cable revealed a kink near the strain relief on the inline connector side of the cable. Evaluation of the internal wires revealed an elevated resistance of the power a wire when the cable was flexed. Inspection of the underlying wires revealed that the power a was kinked in several locations along the length of the cable. No broken wires or exposed conductors were observed. The outer jacket and underlying wire damage appeared consistent with fatigue due to repetitive flexing of the cable over time. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed wire damage could have contributed to the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The modular cable, lot number 194645, was shipped to the customer on (B)(6) 2017 in ifs order number (B)(6). Heartmate 3 patient handbook, section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4).